Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 3 on right eye (od) eyes at 1 day post-operative exam. The patient's comment was hazy. Topical steroids were increased and oral prednisone were used to treat the symptoms. In addition, a flap and rinse was performed. The surgery center indicated the symptoms were resolved at 3 day post op exam. This report is for the excimer laser. This report is for the femto laser. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x .00 x 90; left eye pre-op 20/20 -1.75 x .00 x 90.